Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: customer reports their 8015 (B)(4) not connecting to systems maintenance (B)(4). Case resolution: informed customer poc (B)(4) is not compatible with systems maintenance (B)(4). Customer stated their facility just bought another facility, and these are the 8015's from that facility. Recommended the customer upgrade software on their 8015's to their current version (B)(4). Provided part number for compact flash cards. Customer will move forward with purchasing the compact flash cards and upgrading their acquired 8015's. Ended call. (B)(4).